Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit will not zero pressure when plugged in and the ECG would not produce waveform when plugged in to patient. Customer was using fiber optic balloon during procedure. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) investigated the customer's complaint with unit will not 0 when plugged in. Customer's full statement," would not zero the pressure when plugged and the ECG would not produce waveform when plugged in to patient. Customer was using fiber optic balloon during procedure. Fse was able to reproduce the customer's issue with no ECG. Fse found the lead wire set connector to the patient cable had corrosion on the "ra" lead connector contact. Replaced the patient ECG lead wire set. With reviewing the logs fse had found no major faults codes. Functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing department received patient cable assembly ECG lead wire with a reported unit failure of unit wouldn¿t 0 pressure when connected to the patient. The fat department performed visual inspection of this part received and observed white residue on white lead ra and green lead rl. Based on previous experience, this residue is consistent with saline. Due to saline residue, the fat dept, cannot investigated any further. Retaining the ECG lead cable assembly at fat dept, per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.